Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022 due to occlusion. It is unsure whether there was inflow or outflow occlusion and the surgeon mentioned it could have been a little bit of both. The inflow cannula was observed to have tissue build up within the heart and flow was restricted in the outflow graft when it was test flushed on the table.

Manufacturer narrative:
Section a information requested, but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
There were not any changes to the patient condition or anticoagulation status, or any recent changes to pump parameters that may have contributed to the thrombus. A computed tomography revealed a small amount of thrombus in the proximal outflow graft. Low flow alarms were observed at the time of the thrombus.

Manufacturer narrative:
The patient's death and complications leading up to death were originally reported under manufacturer's report number 2916596-2022-12319 under the incorrect pump ((B)(6)). The death will be reported under manufacturer's report number 2916596-2022-13495 under the correct pump ((B)(6)). Manufacturer's investigation conclusion: the report of thrombus within the outflow graft as well as tissue build-up within the heart could not be confirmed as heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), was not returned for evaluation and no images were provided for review. Additionally, the reported low flows could not be confirmed as no log files were provided. A specific cause for these events as well as a direct correlation between the reported thrombus and the low flows could not be conclusively established. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis, venous thromboembolism, and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. Section 4 also explains that changes in patient condition can result in low flow. Section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. Additionally, this section, under ¿anticoagulation¿, provides the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Furthermore, section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.